Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign material was found in the package. During unpacking, it was noted that there was a small hair in the inner package of a 6f, fr4 expo guide catheter. No patient involved.